Event description:
IV catheter with saline lock in place used for CT scan with contrast, no flow or pressure rate known. As the tech began to insert the contrast leaking was noted at the site. Nurse checked site and found bleeding. Further examination revealed the catheter sheath had separated from the adapter and remain partially in the vein. The nurse was able to retrieve the catheter segment with their fingernail and remove completely with no pt complications.